Manufacturer narrative:
Per the clinic, the patient was prescribed topical and oral antibiotics (date and duration not reported). There are plans to reposition the device, however, it is unknown if this has occurred as of the date of this report. This report is submitted on november 19, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on march 01, 2022.

Manufacturer narrative:
It was reported the patient developed an infection at the irritated incision site which is oozing. Explantation is planned but has not yet occurred as of the date of this report. This report is submitted on september 28, 2021.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (date not reported) in order to reposition the device. This report is submitted on december 27, 2021.

Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, the patient underwent a debridement of the implant incision site on (B)(6) 2020, due to skin issues. The implanted device remains.